Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. Unit received with the auto mode feature functioning properly. No over delivery anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 55 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer used food to treat. The customer was using pump auto mode at the time of the incident. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer also reported lows on (B)(6) 2018. The insulin pump will be returned for analysis.